Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-77148), microscope, 203cm ruler (m-83360), camera (panasonic lumix dmc-zs5) the concerto coil (model: nv-3-8-helix lot: a906577) was returned for analysis within a shipping box; within a sealed plastic biohazard pouch; within an opened concerto inner pouch and within an introducer sheath. The unknown micro catheter used during the event was not returned with the device. The concerto coil was decontaminated per manufacturer protocol. The actuator interface was found securely attached to the coupler tube. No evidence of detachment using an instant detacher was found at this location. The concerto pusher was found broken at the positive load indicator with the two segments retained by the release wire. The concerto pusher was found to be bent within the introducer sheath at 8.2cm and 1.2cm from the distal end of the pusher. The implant coil was found damaged within the introducer sheath. The concerto implant coil could not be advanced out of the introducer sheath as it was found to be stuck and was retracted out. The coin was present and against the lumen stop. The shield coil was found intact. The implant coil was confirmed to be damaged. The release wire was retracted but did not move freely as it was found to be stuck. The outer jacket w as cut distal to the bends on the pusher and the release wire was retracted, successfully detaching the implant coil. No other anomalies were observed. The pusher was found bent and broken and the implant coil was found damaged, indicative that the device was advanced against resistance. The customer report of ¿premature detachment¿ was not confirmed as the device was returned with the implant coil still attached. In addition, attempts to detach the implant coil were successfully when the release wire distal to the bends were retracted. There was no malfunction of the pusher/implant coil or non-conformance to specification that may have contributed to the damage to the device. Since the catheter used in the event was not returned, any contribution of the catheter to the issue could not be determined. As catheter was not identified by the physician, catheter compatibility could not be assessed. There is no indication that the event is related to a potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The concerto coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this concerto coil was released and did not enter the microcatheter. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.